Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were crimped. The event occurred on 02-aug-2024 and 04-aug-2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.